Event description:
On (B)(6) 2009, a (B)(6) male pt was scheduled for seed implantation. The reporter experienced a higher than background activity in a cartridge manufactured by mick radio-nuclear instruments loaded with iodine I-125 seeds, model 6711, 0.324 mci calibrated for 20(B)(6) 2009, manufactured by ge healthcare. The product was sold as a sterile convenience pack (batch (B)(4)). There was no contamination found prior to the implant. The urologist did not experience any problems (such as resistance) with the applicator or cartridge during the implant procedure. As the seeds were being implanted into the pt and approximately 2/3 of the way through the procedure, an empty cartridge was passed back and surveyed. The survey indicated higher (activity not specified) than background activity. The urologist was concerned that one of the seeds leaked in the cartridge and the leaking seed was now implanted into the pt. The pt was placed on thyroid blocking medication. Blood samples showed a slightly higher than background activity (actual activity not specified).